Event description:
The patient stated he is a very brittle diabetic and his blood glucose had been elevated recently with the cause unknown. He stated he woke up feeling dizzy a couple of weeks ago with a blood glucose reading of 576 mg/dl (he stated his normal range is 72-216 mg/dl). He was admitted to the hospital per the physician's request to determine whether an adjustment to the insulin regimen was required. He changes the infusion site and tubing every six days. He was advised to change the site every three days, although the patient indicated that his elevated blood glucose would occur no matter what length of time the site and tubing were in use. Upon follow-up, the patient had been discharged and he stated his blood glucose was normal. He stated nor the physician felt the infusion device was the cause of his elevated blood glucose, but he is not aware of the cause at this time. No product is being returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.